Manufacturer narrative:
The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of patient preference quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. No patient injury was reported.

Event description:
According to the available information, size was noted. Patient requested longer cylinders. No product defects were reported. A larger device with rte was implanted.